Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation only when the patient stood after being reprogrammed. It was stated the patient had not been reprogrammed in five years and wanted more coverage in his back, which was ¿good until the patient stood up.¿ reportedly, the shocking continued until the rep turned off the stimulation. Another attempt with turning stimulation on resulted in the same sensation, and it was discussed the programmed electrodes were the issue. The caller was programing the upper lead when attempting to get back coverage, impedances were normal. It was also noted there was an elective replacement indicator (eri) message. Additional information was requested but unknown at the time of report.

Event description:
Additional information received reported that there was going to be an x-ray of the leads. An attempt was made by the manufacturing representative to contact the healthcare professional (hcp) regarding the plan but they had not heard anything. Additional information was requested but was not available at the date of this report.